Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.4. Second test inr = 3.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060570: first test inr = 4.4. Second test inr = 3.7, mean = 4.05; sd = 0.49; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.